Event description:
Consumer complaint of "hi" blood results. Expected blood glucose results fasting range from 110 to 140 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 8:37 pm) with results of 286 mg/dl and 262 mg/dl. Verified storage of test strips is within specification. Test strip lot mgr's expiration date is 08/31/2016 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 309 mg/dl, (B)(6) 2015, 08:22 pm; 263 mg/dl, (B)(6) 2015, 08:12 pm; (B)(6), "hi", (B)(6) 2015, 05:55 pm; 307 mg/dl, (B)(6) 2015, 05:49 pm; 325 mg/dl, (B)(6) 2015, 05:46 pm. No adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction: user had high glucose value.